Manufacturer narrative:
Submit date: 11/01/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an extension set. The customer states that the extension set was manually primed with formula using a 35ml syringe. The extension set was then connected to the patients feeding tube and the syringe loaded into the syringe pump. As soon as the syringe pump was started the extension set began leaking at the junction of the clear tubing and the purple stepped connector.

Manufacturer narrative:
A device history record was performed and confirmed that the product was produced accomplishing all quality requirements and was released according to all established procedures. One decontaminated sample without original package neither lot number was received. The condition reported was confirmed. The most likely root cause that may cause this condition could due to a lack of solvent during the bonding process lack of solvent. A formal corrective and preventative action was opened as a result. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.